Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable; lens was removed and replaced within the initial procedure. If explanted; give date: not applicable; lens was removed and replaced within the initial procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that wrong lens power or diopter was used during initial surgery. For that reason, +23.0 diopter lens model, zcb00 monofocal iol (intraocular lens) was removed and replaced with +18.5 diopter lens. It was also noted that there was a incision enlargement. No additional information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 02/25/2019. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the lens was cut into pieces that could be related to the removal process. Also, lubricant material residue and some particles could be observed on the lens surface. No product quality deficiency was determined. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.